Event description:
Customer reported the alarm will not power on even after the batteries were replaced with a new supply. Customer did not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm does not power on with batteries. However, the alarm does power on with the 9v adaptor and the pre-recorded voice message does not play as it should, instead there is a clicking noise. The alarm has battery leakage residue on the flat battery contacts and on the battery springs. The alarm is missing the battery door